Event description:
The facility representative reported a colleague infusion pump (uim software version 6.13.90 / colleague 2006) displaying an 810:04 failure code. According to the hospital representative, this event most likely occurred during clinical use. No patient injury or medical intervention was associated with this event.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 810:04 was confirmed during evaluation, and was determined to have been caused by an out of calibration air in line (ail) printed circuit board (pcb). The ail pcb was recalibrated, and verified to resolve the reported condition. The device was tested and returned to the customer within specification. This issue is currently being investigated.